Event description:
After the end of the avnrt case and after the doctor withdrew the catheter from the patient, he observed a cut on the shaft of the catheter. The physician is concerned a piece of material was left in the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The reported ¿cut on the shaft¿ was not confirmed, although the catheter shaft was found to be bent and kinked proximal to the distal tip in multiple locations. The catheter was not cracked and no external components were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter damage remains unknown.